Event description:
Per independent repair center, the unit was alarming or red light. The key failure waws the sieve beds having an odor and smells. It was noted that the pilot valve was removed and cleaned.